Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information while in post-implant recovery, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Troubleshooting was performed without success. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the subcutaneous implantable cardioverter defibrillator (s-ICD) was performed. Visual inspection of the s-ICD did not reveal any abnormalities. The device was placed in an oven to warm up to 40 degrees celsius. The device wakeup periods were greater than 1.8 milliseconds, which is an acceptable timeframe for reliable radiofrequency (rf) operation. However, the device would not connect when it was placed on the automated tester. The device case was opened and visual inspection found no anomalies. The device again was placed in a 40-degree celsius oven and the wake period was sampled numerous times. The wake-up times were very erratic with some being 0.76 milliseconds. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit. Analysis could confirm the allegation made against the s-ICD in the field.